Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine the bent cannula or if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and nausea. The patient was treated with an intravenous fluids and manual injections of insulin. When the pod was removed the cannula was found to be bent. The patient will be meeting with their endocrinologist to go over current settings.